Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance inspection performed by field service engineer (fse) cardiosave intra-aortic balloon pump (iabp) pim tests (failed). There is no patient involvement.

Manufacturer narrative:
Updated fields: b4, e1 (event site address), g3, g6, h2, h3, h11. Corrected fields: g2 (report source), h6 (medical device ¿ problem code, investigation conclusions). Due to character limitation in block e1: full event site name: (B)(6) hospital.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h6 (type of investigation, investigation finding, conclusion), h11. A getinge field service engineer (fse) reported that they replaced the safety disk. The unit passed all functional and safety tests. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0202-00-0140 safety disk serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Performed the all manifold test. The fat dept. Could not confirm the complaint of the safety disk failing the differential leak pressure test. The safety disk passed all testing. Retaining the safety disk in the fat dept. Per procedure number 0002-07-d008.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (event site telephone), g3, g6, h2, h11.